Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement and noted high pacing thresholds. Data analysis confirmed several intermittent rv lead impedance and channel noise results. Upon procedure, the lead screw would not retract. Further, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement and noted high pacing thresholds. Data analysis confirmed several intermittent rv lead impedance and channel noise results. Upon procedure, the lead screw would not retract. Further, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, impedance and high capture threshold allegations. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.